Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 600 mg/dl and current blood glucose value was 430 mg/dl. Customer treated with manual injection. Customer had nausea as a symptom of high blood glucose level and customer treated. Customer stated that the drive support cap appeared normal. Customer could not complete troubleshooting. Insulin pump will not be returned for analysis